Event description:
Infection. Implant at site "#19 was having pain. Had pt in, removed healing abutment and foul odor detected. Infection around #19. Removed implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).